Event description:
A customer in reported a misidentification of an external quality control sample (eeq ctcb 174) in association with the vitek® 2 gn test kit. The customer stated that the expected result was grimontia (ex vibrio) hollisae. The gn card twice identified pseudomonas fluorescens with 99% and 95% probability. The culture medium used was columbia sheep blood agar. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer reported a misidentification for a grimontia hollisae quality control sample (ctcb 1741) as aeromonas salmonicida / oligella ureolytica in association with the vitek® 2 gn test kit (lot 2410295103). An investigation was performed. The internal survey strain was subcultured and tested. On vitek 2 (v7.01), gn cards from the customer lot and four (4) other lots were tested from cba subculture. These tests gave : a low discrimination between francisella tularensis and aeromonas salmonicida. A good identification to pseudomonas fluorescens 89%. An excellent identification to pseudomonas fluorescens 99%. Results demonstrate a degree of variability in the gn card reaction wells leading to the misidentifications. This is an atypical strain compared to the vitek 2 gn knowledge base. The identification expected was confirmed with vitek ms v3 (knowledge base v3.0) : excellent identification to grimontia hollisae confirmed (99.9%). The customer misidentifications of this strain were confirmed in house. The strain exhibited atypical growth behavior. The vitek 2 gn card performed as expected.